Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low li lithium result for one patient sample. The initial result was 0.0 mmol/l and the repeat result was 0.82 mmol/l. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The lithium electrode lot number was 168829. The expiration date was requested but was not provided. The field service representative changed the sample probe and noticed there was no nozzle seal where the tubing was mounted on the sample probe. After changing the sample probe, the issue was resolved. Based on the reaction kinetics, it appeared no sample was pipetted. The issue found by the field service representative could explain the situation as precise sample pipetting was not possible if the sampling tube was not tight.